Event description:
It was reported that the patient experienced a loss of therapeutic effect. His left arm has some posturing as he held it slightly bent whereas the right arm was relaxed at his side and his left foot had been dragging. The symptoms had been occurring for about a week. The patient was last seen about 3-6 months ago, and had lost his programmer so he could not check the device. The patient thought he had a follow-up appointment in september. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model: 3389s-40, lot#: 492274, implanted: (B)(6) 2010, explanted: na; extension, model: 7482a40, serial#: (B)(4), implanted: (B)(6) 2010, explanted: na; programmer, model: 7438, serial#: (B)(4).